Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump had been completely out of power and had shut off, twice. The customer stated that they had called regarding a battery error message on a different date. The insulin pump had turned off the night prior to the phone call. The customer's blood glucose was 330 mg/dl. The customer stated that a week ago it was very humid and that's when the first issue occurred. Troubleshooting was performed, the customer inserted new aaa alkaline battery, and the display returned. Nothing further was reported.